Event description:
It was reported that the customer experienced an issue with a pump that had been alerting for occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.